Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 6 fr triple lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the catheter between the 3 cm and 4 cm depth markers. An edge of this split was observed to be distorted and folded back over itself. A microscopic observation revealed the surfaces of the split were flat, smooth, and granular in texture with distinct edges. The split was found to be within the white lumen and the white lumen distal to the split was found to be occluded with blood residue. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that staff removed this PICC with the white lumen showing a catheter fracture. The PICC was inserted 24 hrs prior to removal. Staff reported that the white lumen wasn¿t aspirating. When flushed the white lumen, was able to flush the saline without any resistance. The patient also complained that there was some pain mid arm when the PICC was flushed previously. There was also some infiltration of saline into the arm (showing some swelling) from the flushes. This lumen was luckily not used for any medication treatment anymore. The other lumens behaved normally. Course of treatment changed : unknown. Comment : potential delay in treatment due to loss of central access. Medical intervention: unknown. Safety issue : yes. Comment : potential for vesicant extravasation into the surrounding tissue. Other actions taken : yes. Comment : PICC line was replaced following removal.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs1604 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that staff removed this PICC with the white lumen showing a catheter fracture. The PICC was inserted 24 hrs prior to removal. Staff reported that the white lumen wasn¿t aspirating. When flushed the white lumen, was able to flush the saline without any resistance. The patient also complained that there was some pain mid arm when the PICC was flushed previously. There was also some infiltration of saline into the arm (showing some swelling) from the flushes. This lumen was luckily not used for any medication treatment anymore. The other lumens behaved normally. Course of treatment changed : unknown. Comment : potential delay in treatment due to loss of central access. Medical intervention: unknown. Safety issue : yes. Comment : potential for vesicant extravasation into the surrounding tissue. Other actions taken : yes. Comment : PICC line was replaced following removal.